Event description:
During periodic maintenance the manufacturer¿s international service technician noted that the touch position of the touchscreen was largely misaligned and it was not corrected by calibration. There was no patient involvement.